Event description:
It was reported that the pump was explanted (B)(6) 2012 due to normal battery depletion. The patient was hospitalized due to the event. The patient status at the time of this report was no injury/no adverse event. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
¿Upon additional review it was determined that this is not a reportable event. Therefore, this report is redacted.¿